Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device while the home patient (hp) was connected during use. The customer contacted a baxter technical service representative (tsr) regarding the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The tsr explained the alarm and assisted the hp to close the clamps and cycle the power to se 2367 (fail safe shutdown) and clear both the se 2240 and se 2367. The tsr advised the hp to discard the supplies and start over with new ones. There was patient involvement; however there was no patient injury